Manufacturer narrative:
(B)(4). Additional information has been requested. Consumer update received (B)(6) 2008. No additional demographic information was provided. Consumer stated, "I am enclosing a receipt for charges to remove the skin tag [additional indication]. On the third treatment, the can just kinda exploded and leaked all of the solution out [additional adverse event]." A quality investigation was performed and the results were as follows: qa review all product release data and sara records for lot 6b03cc and found no deviations or discrepancies. Qa reports lot 6n03cc met all quality and analytical specifications. As of the opening of this complaint, qa reports this complaint to be the only defective component complaint received against lot 6b03cc at the (B)(4) site since the lot was release. The nature of the complaint is that the consumer reports the solution poured out of the canister during third application. The consumer returned 8 applicators, instruction booklet, one empty canister, 1 reusable applicator. The kit packaged for 12 treatments. There were no visible defects to the canister. Qa notes that this product is sold as a kit that contains an instruction booklet for use. The applicator must be applied correctly to the activator in order for the products to dispense. The consumer's verbatim indicated the product was used twice without any issues. It is possible that the... Device name: wart remover. Evaluation summary: qa review all product release data and sara records for lot 6b03cc and found no deviations or discrepancies. Qa reports lot 6b03cc met all quality and analytical specifications. As of the opening of this complaint, qa reports this complaint to be the only defective component complaint received against lot 6b03cc at the (B)(4) site since the lot was released. The nature for the complaint is that the consumer reports the solution poured out of the canister during the third application. The consumer returned 8 applicators, instruction booklet, one empty canister, 1 reusable applicator. The kit is packaged for 12 treatments. There were no visible defects to the canister. Qa notes that this product is sold as a kit that contains an instruction booklet for use. The applicator must be applied correctly to the activator in order for the product to dispense. The consumer's verbatim indicated the product was used twice without any issues. It is possible that the consumer did not follow the product instructions properly in using the product the third time, causing the product to empty out of the canister. Conclusion: the complaint could not be verified. The consumer returned an empty can of freeze away.

Event description:
Case description: this spontaneous report originating from united states as received from a consumer refers to a female patient of unknown age. The patient's medical history included redness in groin area and irritation in groin area. On an unknown date the patient started therapy with dimethyl ether (+) propane (dr. Scholl's freeze away common and plantar wart remover), lot # 6b03cc for a wart. On an unknown date the patient experienced "caused redness" and "did not work". The outcome of "caused redness" and "did not work" is unknown. The reporter considered "caused redness" and "did not work" to be related to dimethyl ether (+) propane (dr. Scholl's freeze away common and plantar wart remover). The dimethyl ether (+) propane (dr. Scholl's freeze away common and plantar wart remover) was not available for investigation. For dimethyl ether (+) propane (dr. Scholl freeze away common and plantar wart remover), the lot number was reported as 6b03cc and the serial number is not available. Did not follow the product instructions properly in using the product the third time, causing the product to empty out of the canister. Conclusion: the complaint could not be verified. The consumer returned an empty can of freeze away.